Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as a reaction from the patients allergy to nickel. The patient reported itching but no open skin. There was no alleged device malfunction contributing to the irritation. The patient was prescribed levocetirizine by a medical professional. Follow up indicated the irritation improved.